Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended, although pump remained within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes, removed and reconnected cartridge, and resumed insulin delivery, and pump returned to normal operation; technical support stayed on the line briefly to confirm no repeat alarm, provided tips to prevent future altitude alarms, and customer agreed to monitor pump and call back if alarm occurred again.